Event description:
Reportedly, during the implantation procedure: the ventricular lead was tested before connection. After the replacement of the pacemaker, a ventricular connection issue occurred with high impedance > 3000 ohms. The fluoroscope check revealed that the lead tip was not visible from the ventricular distal connector block on the pacemaker. The obtained high impedance was judged as the result of the connection failure between the lead and the pacemaker. The pacemaker pocket was opened again. Further attempts to connect did not change the results. The pacemaker involved in this MDR report was not implanted and returned for analysis. Another pacemaker was implanted without any anomaly.

Manufacturer narrative:
(B) (4) - this event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. (B) (4). Conclusion: the electrical characteristics of the returned device were determined to conform to established specifications. The dimensions of the proximal and distal connection blocks of the atrial and ventricular is-1 connector ports were in conformance with specifications and the set-screw rims, cavities, and inserts did not exhibit any significant damage. With the set-screws in their end of production (finished-device) position within the connection blocks, it was determined that a standard sized (is-1) lead could be completely inserted in each port. As received, the ventricular set-screw of the device was found completely screwed in. Given the physician's report of difficulties when trying to completely insert the lead in this position, one could hypothesize that the set-screw was preventing its full insertion. This would also be a potential explanation for the identified damages to the 1st and 2nd threads of the ventricular set-screw, which could have resulted from contact with the lead during the connection attempts. It is possible, therefore, that the ventricular lead was not inserted completely prior to the initial tightening attempt at the ventricular position. As a result, the set-screw might have remained in the fully screwed in position, which prevented further attempts to insert the lead and tighten it. It should be noted that all pacemakers are checked at finished-device inspection to ensure the appropriate placement of each set-screw within its associated terminal block; an is-1 connector is fully inserted into each port.